Event description:
Nurse discovered primary tubing primed with normal saline (ns) was leaking from port closest to spiked ns 250ml bag upon programming pump. No response from the manufacturer received yet.